Manufacturer narrative:
Conclusions: evaluation of the returned engine revealed that the vacuum indicator lights did not illuminated on the engine. The engine was able to power on and the vacuum levels reached within the specification, but no vacuum indicator lights illuminated. During functional testing, a demonstration main pcb was used to test with the returned engine and all the vacuum indicator lights functioned properly. This indicated that the main pcb on the returned engine was likely malfunctioning. The root cause of the main pcb malfunctioning could not be determined. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported engine not working. This report is associated with MFR report number: 3005168196-2020-01515.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01515.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery using a penumbra engine (engine) and penumbra engine canister (canister). During the procedure, none of the indicator lights on the engine were illuminated, and the engine would not generate vacuum pressure. The hospital staff troubleshooted the engine with a canister, but the issue was not resolved. Therefore, the engine and canister were removed. The procedure was completed using manual aspiration. There was no report of an adverse effect to the patient.